Event description:
A discordant, falsely low adrenocorticotropic hormone (acth) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s). The sample was rerun twice, and the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low acth result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse ran quality controls, which were within range. The cause of the discordant, falsely low acth result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.